Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, sensors check, and fiber tests but failed sine cycle test as it triggered the 23062 error on degrees of freedom (dof) 6. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, a repeated recoverable fault occurred. System logs reflect error 23062: a 3 phase motor did not respond as expected on the universal surgical manipulator (usm) 1, axis 5. The technical support engineer (tse) had the customer power down, cycle the circuit breaker, and exercise the carriage range of motion with no resolve to the issue. Customer elected to disable usm 1 and continue with procedure as planned. The procedure was completed with no report of patient injury.